Event description:
During patient use, an "o2 sensor bad" alarm occurred, which could not be solved by oxygen sensor calibration. This issue was resolved by replacing the sensor. No serious injury was reported.

Manufacturer narrative:
Although requested, no patient information was provided.